Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a surgery in the eye (unknown) using an ophthalmic flex loop to preserve the current vision. During surgery the patient experienced allergic response/hypersensitivity. The surgery was completed on the same day. The patient was hospitalized and the treatment was provided as an intervention. The type of procedure has not been provided. The current condition of the patient was recovered from the reported event. No further follow up will be conducted.

Manufacturer narrative:
Per the initial report, this complaint is associated with a post-market clinical follow-up (pmcf) survey, that was assessed under the corresponding clinical evaluation report. The pmcf study facilitated a questionnaire, which focused on assessing procedural success of the devices under evaluation. A number of negative responses (suggesting device deficiencies and/or adverse events) was received, which was translated into complaints. Due to the nature of the questionnaire, information required to perform a proper complaint investigation was not collected. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the questionnaire retrospectively collected data, no sample is available to be provided to the responsible site for an in-depth investigation. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Therefore, no specific action can be taken. The manufacturer internal reference number is: (B)(4).